Manufacturer narrative:
Received 1 used foley catheter. The reported issue was confirmed, however the cause was unknown. Visual inspection noted that the balloon had a rupture/ burst, but there were no missing pieces. Per the dimensional evaluation of the active lengths, the catheter was manufactured within specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "recommended inflation capacities 3cc balloon: use 5ml sterile water, 5cc balloon: use 10ml sterile water, 30cc balloon: use 35ml sterile water, do not exceed recommended capacities. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that after the foley balloon was deflated for removal and removed, it was noted to have a hole in the balloon. The patient alleged severe discomfort, however no medical intervention was reported.

Manufacturer narrative:
Received 1 used foley catheter. The reported issue was confirmed, however the cause was unknown. Visual inspection noted that the balloon had a rupture/ burst, but there were no missing pieces. Per the dimensional evaluation of the active lengths, the catheter was manufactured within specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "recommended inflation capacities. 3cc balloon: use 5ml sterile water. 5cc balloon: use 10ml sterile water. 30cc balloon: use 35ml sterile water. Do not exceed recommended capacities. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that after the foley balloon was deflated for removal and removed, it was noted to have a hole in the balloon which caused the balloon to mushroom. The patient alleged severe discomfort, however no medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after the foley balloon was deflated for removal and removed, it was noted to have a hole in the balloon which caused the balloon to mushroom. The patient alleged severe discomfort, however no medical intervention was reported.

Manufacturer narrative:
Received 1 used foley catheter. The reported issue was confirmed, however the cause was unknown. Visual inspection noted that the balloon had a rupture/ burst, but there were no missing pieces. Per the dimensional evaluation of the active lengths, the catheter was manufactured within specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "recommended inflation capacities 3cc balloon: use 5ml sterile water, 5cc balloon: use 10ml sterile water, 30cc balloon: use 35ml sterile water. Do not exceed recommended capacities. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." Correction: serial #, expiration date, catalog #, lot #, UDI #. (B)(4). Corrections = manufacturer name, city and state, and MFR site.

Event description:
It was reported that after the foley balloon was deflated for removal and removed, it was noted to have a hole in the balloon which caused the balloon to mushroom. The patient alleged severe discomfort, however no medical intervention was reported.